Event description:
Edwards received notification from a field clinical specialist that a patient with a 23mm sapien 3 ultra valve, implanted in the aortic position, underwent a valve-in-valve procedure after an implant duration of 4 years and 4 months due to regurgitation. A new 23mm edwards sapien 3 ultra valve was implanted.

Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of valve regurgitation was unable to be confirmed due to unavailability of medical records and imagery. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, ''a patient with a 23mm sapien 3 ultra valve, implanted in the aortic position, underwent a valve-in-valve procedure after an implant duration of 4 years and 4 months due to regurgitation.'' Per the instructions for use (IFU), valve regurgitation, including paravalvular leak (pvl) and transvalvular leak (central), are known potential adverse events associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. Central regurgitation which develops progressively over time can be due to several issues including patient-related factors, structural valve deterioration (e.g. Calcification, leaflet thickening), and/or nonstructural dysfunction (fibrosis, pannus formation). Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Due to limited information was provided; therefore, a definitive root cause is unable to be determined at this time. No device or labeling problem was identified during the evaluation. Therefore, no further corrective or preventative action is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.